Event description:
It was reported that the patient experienced a low flow alarm while connected to the mobile power unit (mpu). The patient had a known external driveline fracture. Interrogation of the data file revealed a low flow with pump off on (B)(6) 2022. No other alarms had occurred since. X-ray images were taken which showed no obvious areas of concern, however the log file data did indicate a short-to-shield. The patient was sent home with an ungrounded cable, as they were not a pump exchange candidate.

Manufacturer narrative:
The known driveline fracture was previously reported under MFR # s: 2916596-2021-05114, 2916596-2021-05015 manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(4) original driveline, serial number (B)(4) and replacement driveline, serial number (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the percutaneous lead. Section 7, titled ¿alarms and troubleshooting¿, addresses all system controller alarms (including low speed, low flow, and pump off alarms) and how to respond to such events. The heartmate ii lvas patient handbook is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii left ventricular assist device (lvad) drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. Review of the submitted log files confirmed pump stoppages and low speed operation events. Based on past experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, these findings could be indicative of an issue with the driveline; however, a specific cause for these events could not be conclusively determined through this evaluation. The submitted log file contained data from 18feb2022 through 21mar2022. The pump operated at or above the low speed limit from the beginning of the log file until (B)(6) 2022 when low speed operation and subsequent pump stop events were captured. These events were associated with low speed advisory, low speed hazard, and low flow hazard alarms. The pump regained speed on its own following these events and remained at or above the low speed limit for the remaining duration of the file. All abnormal pump operation occurred while the patient was operating on the mpu. Based on previous complaint experience, the type of behavior captured within log file could be indicative of a potential driveline issue. The patient remains ongoing on heartmate ii lvas, serial number (B)(4), with no further related issues reported at this time. No further information can be provided. The manufacturer is closing the file on this event.